Event description:
Nurse was assembling tray for vasectomy procedure. When she opened drawer to pull a cautery for the tray she found a cautery in the drawer that had a quarter size hole burned into pouch and one half of the tip was melted. It is unknown when the cautery was activated causing the damage. The cautery was not hot when it was discovered.